Manufacturer narrative:
H.6. Investigation summary: bd received 2 photos showing the blood in the stopper. 10 retained tubes were drawn with water, using bd multi-sample needles and bd single-use holders. Tubes drew satisfactorily, and no droplets of water were visible in the stopper wells. Bd was able to duplicate or confirm the customer¿s indicated failure mode because the defect was evident in the attached photos. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Event 2 of 2 it was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes there was blood pooling in stopper well. The following was reported by the initial reporter: hope you don't mind me contacting you, we have had a few issues with blood leaking from the bottle when we invert the tubes. I thought it was just a one off yesterday, but after speaking to my colleagues some have had the same issues and it happened to me again this morning.